Manufacturer narrative:
Siemens is conducting a through investigation of the reported issue. A supplemental report will be submitted if additional information becomes available.

Event description:
Siemens became aware of a malfunction that occurred while operating the cios alpha system. When the units was switched on during procedure, it would either trigger x-ray release without a given command from the user or failed to stop the release of radiation. We have no indications of any adverse effects on the health status of the involved patient.